Event description:
The manufacturer was informed that a ds2adv auto CPAP device emitted a funny smell resembling burning wires, to the point where the patient reported being unable to continue using it. The patient indicated that this issue has been occurring intermittently since 2022, but it has recently worsened, making the device unusable. The patient specifically noted an electrical burning smell. As a result, the device will be replaced under warranty. A return label has been provided to the patient for the return of the device for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously informed that a ds2adv auto CPAP device emitted a funny smell resembling burning wires, to the point where the patient reported being unable to continue using it. The patient indicated that this issue has been occurring intermittently since 2022, but it had recently worsened, making the device unusable. The patient specifically noted an electrical burning smell. As a result, the device will be replaced under warranty. There was no report of serious patient harm or injury. There was no report of medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety. The manufacturer has updated section h in this report.